Event description:
Customer alleged haze/oil mist from their sterrad 200 sterilizer. Customer state this is only happening when they are running the unit. Customer indicated one female employee experienced eye irritation for five seconds. The employees did not seek medical attention.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Manufacturer narrative:
(B) (4)- eye irritation - (B) (4) - oil mist: capital equipment, unit evaluated at the facility. The fse observed a visual indication of oil mist while the vacuum pump was activated. The fse replaced the oil mist filter assembly and the catalytic decomposition filter and ran the vacuum pump for 20 minutes. No oil mist was observed. System meets MFR's specifications.